Event description:
It was reported that the patient presented to the hospital for a follow-up examination with a pocket infection associated with redness and swelling. The entire system, including the pacemaker, right ventricular lead, and right atrial lead, was explanted. The patient was in a stable condition.